Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that stent occlusion occurred. A synergy¿ drug-eluting stent was implanted to treat a lesion located in a vessel with an expanded side branch. The stent appeared hazy and could not be fully filled by the contrast media, however, was deemed intact without thrombus. No further patient complications were reported and the patient's status was stable.